Event description:
It was reported that a patient had an unknown infection that had an onset/diagnosis date of (B)(6) 2013. It was noted that the patient was seen in the clinic, the infection was noted, and the patient was admitted to the hospital for IV antibiotics. It was reported that the patient was complaining of new pain in the anterior legs that got worse when she leaned back or lay on her back. Reprogramming was going to be attempted to see if it helped with the new pain. Three days later, it was reported that reprogramming did not seem to help the patient¿s new pain and the infection was getting better. The next day, it was reported that the patient's other newly implanted device and lead were removed due to infection (see MFR. Report # 3004209178-2013-10266), and the patient was on five weeks of antibiotics. Three days later, it was reported that the patient¿s pain on the right side was better. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 37702, product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient. (B)(4).